Manufacturer narrative:
The insulin pump had intermittent buttons response due to flattened act and up buttons dome switch. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act and up buttons were unresponsive on the insulin pump. Customer reproted the numbers began to ramp up while entering their carbohydrates due to the keypad anomaly. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.